Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the USA stating that the device had a bent connector. It is known that the device was being used during surgery. It is known that there were no injury or medical intervention reported. There was no additional information provided.